Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the packaging of the catheter was opened and it was noted that the tip of the catheter was bent. The catheter was not used on the patient and was discarded by the hospital. Another catheter was pulled and used to complete the case. There were no adverse patient consequences.